Event description:
I have 410 textured allergan implants that were recalled. I have lumps and swelling in both breasts. I had a mammogram and breast ultrasound that show ruptures in both implants. I have sores on my scalp that won't heal, and now I have thrush in my mouth too. I have elevated liver enzymes as well. I'm getting more and more sick everyday. I think I have bia-alcl. I had a doctor examine me. He thinks I should be treated for bia-alcl as well.